Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with dark yellow cloudy effluent with pus and sore stomach all around. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (dosage, route, duration and frequency not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. No additional information was available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2014 the patient experienced abdominal pain (sore stomach all around), which was confirmed as peritonitis on (B)(6) 2014. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).